Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, implanted: (B)(6) 2012: product type implantable neurostimulator; product ID neu_unknown_lead, implanted: (B)(6) 2012: product type lead; product ID neu_unknown_ext, implanted: (B)(6) 2012: product type extension; product ID neu_unknown_ext, implanted: (B)(6) 2012: product type extension; product ID neu_unknown_lead, implanted: (B)(6) 2012: product type lead; product ID neu_unknown_ext, implanted: (B)(6) 2012: product type extension; product ID neu_unknown_ext, implanted: (B)(6) 2012: product type extension; product ID neu_ins_stimulator, implanted: (B)(6) 2012: product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient turned over in bed that night and symptoms returned. The loss of therapeutic effect occurred on (B)(6) 2013. It was added that patient was getting side effects when trying to get symptom relief and the pain was on right side, shoulder, and arm and was affecting left brain. It was stated that the impedance test was performed with all electrodes combinations and was high with the following reading greater 10000 ohms. It was added that the healthcare provider (hcp) was unable to program past 2.2 milliamps, at two negative, case positive, 60 pulse width and at 200 rate and was getting a warning. It was indicated that in constant current mode (hcp) "unable to program past current parameters." The patient's status was undetermined at the time of the report. It was noted that the patient was being sent for an x-ray. A supplemental report will be sent if any additional information is received.